Event description:
It was reported the patient's scs trial procedure was abandoned. The physician reportedly attempted to enter the epidural space multiple times without success because of a bone spur at the t1/t2 spinal level. Entry was then attempted at t11/t12 spinal level and the physician was able to thread the lead in. However, when steering the lead the patient was reacting in pain. After approximately one hour the physician decided to abandon the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.